Event description:
The pt was seen by her physician after receiving multiple shocks. The diagnostic info showed noise resulting in high voltage therapy. Following a shock, cyclic high frequency noise was observed. The lead impedance mesaured high the day this episode took place. Upon opening the pocket, the leads were disconnected, inspected and tested. Neither the high voltage nor pace/sense portions appeared to experience any abnormalities for noise, impedance, sensing, or r-wave measurements. A new device was connected, the pt was induced, and converted without incident.